Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) the display freezes then the iabp shuts down. The patient was switched to another cardiosave. There was no known harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) unit was unable to be reviewed as we were not able to obtain the serial number for the iabp associated with this complaint. The full name of the event site was shortened due to field character limit; the full name is (B)(6). A getinge field service engineer (fse) was dispatched to evaluate this unit. Subsequently, it was confirmed that the device operated on both ac and dc power and the issue could not be reproduced.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) the display freezes then the iabp shuts down. The patient was switched to another cardiosave. There was no known harm or injury to the patient and no adverse event was reported.